Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26march2019. (B)(6). The service engineer (se) inspected the device, reset connections and tubing and the unit passed all testing.

Event description:
It was reported that the ventilator generated a constant 24 volts failed error code. No patient involvement. Event date not specified, estimate used.